Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue and the patient had a diabetic ketoacidosis (dka) episode. Reportedly, the patient was taken to the hospital via emergency service and was treated by the health care provider at the hospital on (B)(6) 2014. The reporter noted that the threads of the battery compartment were stripped. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. Subsequently, the patient called back but the pump was unavailable for review since the patient had discontinued the pump therapy. Customer support advised the patient to call back when the pump is available for review. This complaint is being reported based on the allegation that the patient experienced an adverse event related to power issue with the pump of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.